Manufacturer narrative:
The cable assembly was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the interface cable of the system was changed. The image transfer for both scout and spin were tested. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the site was losing connectivity between the image acquisition system (ias) and the mobile view station (mvs), when transporting the system. There was no patient present when this issue was identified.